Event description:
Reportedly, when the device was powered on, a connect electrodes message was displayed and an analysis of patient ECG could not be initiated. Patient data was not reported. Another AED was used to deliver defibrillator energy to the patient. The reporter did not know patient outcome.